Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
A user facility reported to olympus that the endoscopes were not recognized correctly and an image was not produced; the error "endoscope error" was observed. The device functioned after the entire tower was turned off/on. The problem, as reported to olympus, occurred during preparation for use. There was no patient injury, associated with the problem, reported to olympus.